Event description:
It was reported via remote transmission from emergency room that the patient was inappropriately shocked 18 times due to oversensing of right ventricular (rv) lead noise. The lead was deactivated. The patient was stable.